Manufacturer narrative:
The patient was born on an unreported date in 1981. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was described as patient error. On the same day as onset, the patient was hospitalized for the event. On an unreported date in the same year as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). Twenty four days after peritonitis onset, the treatment with the antibiotics was discontinued. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.